Event description:
The reporter stated the technician opened the lens tray for an aa4203tl silicone toric plate lens and noticed a scratch on the lens optic. The lens was given to the surgeon, who checked it under the microscope, and a scratch was noted. The lens was not used or loaded. There was no patient contact.